Event description:
It was reported by customer that nexiva was leaking after insertion. Verbatim: nexiva was leaking after insertion"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.